Event description:
It was reported that the patient had a loss of therapeutic effect. Every couple of months the patient has to change her programming because stimulation seems to be less effective. This has been happening since implant. The patient notified the healthcare provider and had her device reprogrammed by the representative about 1-2 years ago but programming seemed okay for patient afterward but then 1 week later the patient seemed to have symptom return again. When they make changes with programming on their own, the patient will seem to be okay for 3 - 4 weeks and then she will start to have symptom return. The patient reports not being able to adjust stimulation. Caller reports display showing "call your doctor" icon. Caller reports a por (power on reset) condition. The patient programmer was showing por the day before reported event date. She has had issues with stimulation being effective consistently since implant. They did not tell healthcare provider or representative that programming did not last. She has not had reprogramming since then. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v413612, implanted: (B)(4) 2010, product type: lead. (B)(4).